Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system test and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got external ram crc error. The customer¿s blood glucose level was 220mg/dl at the time of incident. Troubleshooting was performed. Customer also stated that drive support cap was normal. The product will be return for the analysis.